Event description:
Customer reported that she went to the emergency room and was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of the emergency room visit was over 600 mg/dl. Customer stated that the troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with alarms due to broken solder joint on a capacitor on the interface board. However, the insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was programmed with multiple boluses an monitored. All boluses delivered properly and recorded in bolus history file.